Event description:
It was reported that the patient's inflatable penile prosthesis (ipp), exhibited fluid loss from a tubing leak near the pump. The ipp components were explanted and replaced with exception to the reservoir. The reservoir was drained and left in place. The patient status after the surgery was described as good. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.